Event description:
During the case, the pump would not dial up to -20 in hg. A back-up pump was used.

Manufacturer narrative:
Device investigation: the unit was returned with a filter installed in the filter fitting. There was no visible damage to the pump. The pressure regulator adjustment knob is stuck in place. The pump was plugged in and turned on. The inlet filter was blocked and the vacuum read -25.5 in hg. This reading is within specification for this product. A pair of pliers was used to turn the pressure regulator knob. Once the knob was unstuck, the pressure could be adjusted downward from a maximum of -25.5 in hg. The pump vacuum regulator knob is not functional as designed. The complaint that the pump "could not dial up to -20 in hg" could not be confirmed. While the adjustment knob was locked so that mechanical assistance was required to free it, the vacuum delivered by the pump was within specification without adjustment.